Manufacturer narrative:
A medtronic representative later reported that review of the patient's images indicated that the patient had a severely atypical anatomy. During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issues were reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the site was unable to register the patient using the computed tomography (CT) spine. The site continued to use the stealth as a viewer but were unable to navigate. The site attempted three pointmerge's and two surface merges but were unsuccessful. There was no patient impact reported and the delay in surgery was 30 minutes. Surgery proceeded as planned. The site deleted all the attempted registrations on the system and reported that the scans were to medtronic protocol.